Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jun2020.

Event description:
The customer reported that patient disconnect alarm not occurring with test lung. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 11nov2020. B4: 12nov2020 . H11: this report was inadvertently reported. The incident no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.